Manufacturer narrative:
(B)(4). Method: the returned mr290v was visually inspected for damage. Results: visual inspection of the returned chamber revealed that the chamber dome has been pulled away from the base on one side of the chamber. A lot check revealed no other complaints of this nature for lot number 100911. Conclusion: we are unable to determine the root cause of the damage observed; however, the hospital has further reported that the chamber was used with a sipap ventilator, which is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. This suggests the chamber was damaged post production. Our user instructions that accompany the mr290 states the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the base of an mr290v vented autofeed humidification chamber leaked while being used on a patient. It was further reported that the base "appears to have been pulled away from the heater plate." No patient consequence was reported as a result of this incident.